Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's doctor reported that the patient had a rash on her back that turned into a staph infection. The patient's doctor prescribed antibiotics to treat the irritation. The final medical outcome of the skin condition is unknown. No allegation of a device malfunction.